Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe terminated the cutting midway and aspiration was weak during vitrectomy surgery. The surgery was completed on the same day by changing with new product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes, with tip protectors, in a bag with a tray label were received. Sample one was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found to be conforming for aspiration, nonconforming for actuation, and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. Sample two was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port an on the welded cap. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for all three tests. The probe engine was disassembled, and the components were inspected. Diaphragm, spacer, and o-rings are all intact. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Sample one: based on the evaluation of the information and materials received, the complaint evaluation does not confirm the probe had an aspiration failure and confirms that probe had a cut and actuation failure for sample one. The root cause for the poor cutting and actuation is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. Sample two: based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for functional testing. No further investigative or manufacturing actions are warranted at this time as sample one aspiration failure was not confirmed; however, the observed cut and actuation failure was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample two was functionally conforming for all three tests. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).